Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: december 06, 2011. Part 338.23, lot 6830080 (non-sterile): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: a device history record (DHR) review, visual inspection, functional test, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed for two of the three devices as the guide shaft and lag screw were each bent. The coupling screw was received intact with no observed damage. The device was found to be in good functioning condition and did not exhibit any unspecified functional issues. The guide shaft was received with a torsional bend in the direction of insertion. Specifically, it is the prongs on the distal tip of the device that keys into the lag screw that are bent. The lag screw was received with slight bending of the one edge of the slot intended to mate with the guide shaft was observed. The damage sustained by the returned devices is consistent with the prongs of the guide shaft being exposed to torsional forces beyond the plastic deformation limit of the material while assembled with the lag screw. However, given the unknown circumstances at the time of the deformation a root cause cannot be definitively determined. A review of the current design drawing / manufactured revision for the each device was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device initially not reported as returned, but determined to have been returned on july 13, 2106. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a dynamic hip screw (dhs) procedure and the dhs/dcs coupling screw bent when the plate was being seated to the bone. The dhs/dcs guide shaft also bent when connecting to the dhs/dcs lag screw. As a result, of the bent coupling screw and guide shaft, the lag screw bent as well. There was no delay in surgery and the procedure was completed successfully. This is report 1 of 2 for (B)(4).